Event description:
Per the clinic, the device was explanted on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics for 4 weeks (specific date not reported).